Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 10 days after two dental implants were installed in intraoral region #5 and 4, it was verified their non- osseointegration . The 25 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.